Event description:
The device was implanted on 9/5/96 for infusion of chemotherapy. On 11/4/96, the facility purchasing dept contacted the MFR and reported that on 10/31/96, the device "caused pain in the pt's shoulder when flushed and no blood was being returned." As a result, chemotherapy could not be given through the device. The device was explanted on 10/31/96. Upon explant, it was discovered that there was "a crack in the port."